Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system a defibrillation threshold (dft) test was performed which failed. Some undersensing was observed in the secondary vector. Under fluoroscopy it appeared that this s-ICD was not in correct orientation, implanted a bit anterior. After group consensus and review of imaging this s-ICD was noted to be superficially implanted. Technical services (ts) recommended to revise the position and that the electrode should be more parallel to the sternum. Additional information confirmed this s-ICD was explanted as the physician believed that this patient has a high defibrillation threshold and felt more comfortable with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system a defibrillation threshold (dft) test was performed which failed. Some undersensing was observed in the secondary vector. Under fluoroscopy it appeared that this s-ICD was not in correct orientation, implanted a bit anterior. After group consensus and review of imaging this s-ICD was noted to be superficially implanted. Technical services (ts) recommended to revise the position and that the electrode should be more parallel to the sternum. Additional information confirmed this s-ICD was explanted as the physician believed that this patient has a high defibrillation threshold and felt more comfortable with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.